Manufacturer narrative:
(B)(4). Pump passed the displacement test rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to loose drive support disk. Pump received with broken battery tube threads, partial broken reservoir tube lip, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack around battery port and top of the port near battery cap, no delivery alarm. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.